Manufacturer narrative:
The filed service engineer (fse) evaluated the instrument on 01/13/2016. The fse found that pinch valve vl15 was stuck. The fse cleared the pinch valve to unstick it, which repaired the leak. The repairs were verified by the fse. (B)(6).

Event description:
The customer reported a leak from the white blood cell (wbc) bath of the coulter act diff analyzer. The volume of the leak was about 1 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.